Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) was faulty. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) advised the customer to replace the user interface (ui) assembly. The rse provided the customer with the part number of the ui assembly to order and replace. The customer did not repair the device due to price. The unit was retired from service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.